Manufacturer narrative:
Additional information was received by the manufacturer from the reporting facility. According to the reporting facility, the patient followed-up with her ob/gyn physician and after additional testing it was confirmed that the patient is not pregnant. Reportedly, the patient has been taking fertility medications and the ob/gyn physician indicated that these caused the false positive pregnancy result. If additional relevant information becomes available another supplemental medwatch will be filed.

Manufacturer narrative:
It was reported that an inaccurate hcg pregnancy test result was obtained. Reportedly, three (3) drops of urine were used for the hcg pregnancy test and after awaiting the instructed amount of time, a negative pregnancy test was indicated on the cassette. The patient was then reportedly taken for a knee arthroscopy with acl repair procedure where she received anesthesia. After an unidentified period of time a facility staff member went to discard the cassette and, upon inspection, the cassette reportedly indicated a positive pregnancy test. Additional unidentified testing was reportedly performed which indicated a positive pregnancy. No adverse patient impact was reported to the manufacturer. No samples were returned to the manufacturer for evaluation. A root cause for the reported incident could not be determined. Due to the reported incident, this medwatch is being filed. If additional relevant information becomes available this report will be reopened and reevaluated.

Event description:
It was reported that an inaccurate hcg pregnancy test result was obtained.